Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device issue: difficult to remove. Time of device issue: during vessel closure. Adverse event: none. It was reported that a physician in-training in the use of the starclose se device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, after clip deployment, difficulty was encountered during device removal. The device was removed via the access ports. The starclose se clip achieved hemostasis. There were no reported adverse patient effects. No additional information was provided.